Event description:
It was reported that the patient presented to the clinic for an unrelated reason. Upon interrogation, it was observed that the right ventricular (rv) lead exhibited oversensing. The patient did not receive inappropriate therapy during the oversensing. Programming changes were made. The patient was stable.